Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis in a generic plastic bag. The wire was received loaded in the hoop. The unit returned presented the wire separate in two section, as part of overall visual revision. The visual and tactile inspection was performed and the device returned fractured in two sections. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results: failure occurred due to a rotational wear reduction of the cross sectional area followed by a torsion overload event. Evidence of wear reduction on both samples and final failure mode suggest match between them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: MDR 2134265-2013-06580. It was reported that during preparation of a percutaneous coronary intervention, a rotawire separation occurred. The target lesion is located on a severely calcified unspecified vessel. A rotawire ex support rotablator rotational atherectomy system and a 1.50mm rotalink plus were selected to treat the target lesion. During functional test, the rotaburr was rotated outside the patient after the rotawire was advanced to the target lesion, it was then noted that the rotawire got separated. The rotawire was replaced with a different device, however the rotawire was unable to be inserted into the 1.5mm rotaburr. The burr was replaced with another of the same device. No patient complications were reported and the patient status is good.

Event description:
Same case as: MDR 2134265-2013-06580. It was reported that during preparation of a percutaneous coronary intervention, a rotawire separation occurred. The target lesion is located on a severely calcified unspecified vessel. A rotawire ex support rotablator rotational atherectomy system and a 1.50mm rotalink plus were selected to treat the target lesion. During functional test, the rotaburr was rotated outside the patient after the rotawire was advanced to the target lesion, it was then noted that the rotawire got separated. The rotawire was replaced with a different device, however the rotawire was unable to be inserted into the 1.5mm rotaburr. The burr was replaced with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as: MDR 2134265-2013-06580 . It was reported that during preparation of a percutaneous coronary intervention, a rotawire separation occurred. The target lesion is located on a severely calcified unspecified vessel. A rotawire ex support rotablator rotational atherectomy system and a 1.50mm rotalink¿ plus were selected to treat the target lesion. During functional test, the rotaburr was rotated outside the patient after the rotawire was advanced to the target lesion, it was then noted that the rotawire got separated. The rotawire was replaced with a different device, however the rotawire was unable to be inserted into the 1.5mm rotaburr. The burr was replaced with another of the same device. No patient complications were reported and the patient status is good.